Manufacturer narrative:
(B)(4). Final analysis found that the reported complaint of premature battery depletion was not confirmed. Device image indicated that the elective replacement indicator ¿ eri flag was falsely triggered during the procedure due to exposure to electro cautery. After reloading product code normal function was noted. (B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced. The patient¿s condition was stable during and post procedure.